Manufacturer narrative:
No patient information as no patient was involved in this concern. The returned product did not meet specifications. The starburst end of the vertek arm would not lock down. The device malfunction was confirmed and directly related to the reported event. A replacement part was sent to the site to resolve the issue.

Event description:
A medtronic representative reported a stealthstation vertek arm that could not be tightened. There was no patient present.